Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a pocket revision due to painful site. The patient had a collection of blood in the pocket, the blood was removed, samples were taken from the site without evidence of infection. Approximately a month later, boston scientific received information that the pocket was revised again in order to evacuate a second hematoma. No interruptions to therapy or heart systems. Remains in service. No additional adverse patient effects were reported.